Event description:
A 3.5mm/20mm quantum maverick balloon catheter was advanced through the mid-distal to mid-portion of the left anterior descending (lad) within the deployed stent where multiple inflations ranging from 5 atmospheres in its mid-distal to 20 atmospheres in its mid-portion for 30 to 60 seconds. The 3.5mm/20mm length quantum maverick balloon catheter perforated during the last inflation in the mid-portion of the lad with extravasation of contrast with in left sinus of valsalva/coronary cusp with staining; however, without dissection or hemodynamic deterioration. Patient went to higher level of care over night, did well and was discharged home next day.

Event description:
A 3.5mm/20mm quantum maverick balloon catheter was advanced through the mid-distal to mid-portion of the left anterior descending (lad) within the deployed stent where multiple inflations ranging from 5 atmospheres in its mid-distal to 20 atmospheres in its mid-portion for 30 to 60 seconds. The 3.5mm/20mm length quantum maverick balloon catheter perforated during the last inflation in the mid-portion of the lad with extravasation of contrast with in left sinus of valsalva/coronary cusp with staining; however, without dissection or hemodynamic deterioration. Patient went to higher level of care over night, did well and was discharged home next day.